Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause can be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/14/2011 by fax and mail. A completed questionnaire was received on 01/21/2011. Additional info was obtained in a follow up phone call with the physician on 01/07/2011. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was broken while trying to load. In a follow up, the surgeon reported, the trailing haptic was bisected while loading. This was noticed following injection of the iol into the eye. The incision was enlarged and the iol was removed and replaced during the same surgical procedure. The iol was replaced with the same model lens. The surgeon reported, the pt was doing well following the surgical procedure.